Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve was taken to the or to undergo a pvl repair procedure after an implant duration of one (1) year and eight (8) months. However, the procedure was aborted when the intraoperative tee showed that the leak was inside the valve and not around it. The patient is currently undergoing evaluation for a possible valve-in-valve procedure. The patient's next follow-up visit will be in (B)(6) 2021. Per the initial operative note, the valve was implanted with no complications. Post-pump echocardiogram demonstrated a normally functioning bioprosthetic aortic valve. As reported, the valve exhibited paravalvular leak (pvl) on an echocardiogram performed on pod #3. The patient was discharged on pod #6. The most recent echo (B)(6) 2020) demonstrated eccentric ai, possibly paravalvular, of moderate-or-greater severity.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5, b7, h1, h6 (health effect - clinical code, health effect - impact code, component code, investigation conclusions) h11: corrected data: the info on this MDR was previously submitted on MFR #2015691-2021-05617 which was identified as a duplicate submission. Any further reporting on this event will be submitted on this report: MFR #2015691-2020-13967

Event description:
Additional information received: it was reported that the patient underwent a valve-in-valve procedure after an implant duration of three (3) years, six (6) months. The tavr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: corrected data: corrected section h6 (method codes), h10 (additional manufacturer narrative) regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause for the regurgitation remains indeterminable. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
UDI # (B)(4). Additional manufacturer narrative:  regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis.   The root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve exhibited paravalvular leak (pvl) on echocardiogram performed on pod #3. After an implant duration of one (1) year and eight (8) months, the patient was taken to the operation room in (B)(6) 2019 to undergo a pvl repair procedure; however, the procedure was aborted when the intraoperative tee showed that the leak was inside the valve and not around it. The patient is currently under evaluation for a possible valve-in-valve procedure. The patient's next follow-up visit will be in (B)(6) 2020. Per the progress notes, the most recent echocardiogram demonstrated mild-moderate aortic insufficiency.